Manufacturer narrative:
(B)(4). All printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted global technical service (gts) regarding an alarm that occured on the home choice (hc) machine during use in prime. The home patient (hp) stated they had the same bags and cassette on the machine from last night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.